Event description:
It was reported that this pacemaker system recorded a signal artifact monitoring (sam) episode, which resulted in the minute ventilation (mv) feature being automatically disabled. Additionally, a gradual rise on the right ventricular (rv) lead pacing impedances was noted, reaching out of range measurements, above 2000 ohms. Technical services (ts) provided reprograming options and recommended further lead evaluation. No adverse patient effects were reported. This rv lead remains in service.